Manufacturer narrative:
Zoll has received the li-ion battery serial number (B)(4) for investigation on 4/11/2018. However, the investigation is still pending. A supplemental report will be filed when the investigation is completed.

Event description:
The customer reported that a fully charged autopulse li-ion battery ((B)(4)) was inserted in an autopulse platform and was unable to power the platform on. It was reported that the customer additionally tested the platform by inserting another battery and the platform operated as expected. Per reporter, the battery (B)(4) was inserted in an autopulse multi chemistry charger and was able to successfully charge. The issue was observed during routine check, no patient was involved with this event.

Manufacturer narrative:
The customer reported issue of the battery no longer hold a charge was confirmed during the functional testing and in archive review data. The battery was tested in a good known multi chemistry charger and the battery failed to charge. In addition, battery was tested in known good autopulse platform and failed to power up the platform, confirming the customer complaint. A likely root cause for the battery failure based on the archive information can be due to electro static discharge (esd). The battery fet was damaged causing the cell over-voltage trip. No physical damage was observed, and no leds of any type were lit on incoming inspection. Archive showed that the battery generated multiple series of cell-over voltage error messages from start to the end of the archive, over writing the write and seal data and dates followed by a battery reset, clock glitch with preserved mode and cell under-voltage error messages. Functional testing was performed and the battery failed charging in a known good multi chemistry charger after the charged attempt. Battery thus failed the functional testing.